Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2010. The fse verified alignments and voltages. The fse adjusted main pipettor alignments and corrected dislodged link on the service loop. All repairs were verified per established procedures. All system test results conformed to the MFR's performance specifications. Pipettor. Pt samples were drawn by lab phlebotomists into becton dickinson (bd) 13x75mm plastic separation tubes (pst) and centrifuged at 3,200 rpm (rotations per minute) for ten minutes in a swing-bucket centrifuge at room temperature. Samples were tested as primary tubes through closed tube aliquotter (cta) for both systems. The customer noted no issues will fill volumes with the pt's samples involved. The customer stated quality control (qc) was within specifications but started to trend below the mean for fast thyroid-stimulating hormone (tsh). This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.

Event description:
The customer reported an elevated thyroid-stimulating hormone (tsh) result, above normal clinical range, for one pt, involving synchron lx 725 system. Subsequent testing on the original system and an alternate synchron lx 725 system produced results within clinical range. The elevated result was released out of the lab and questioned by the physician. The physician ordered add'l thyroid lab tests. A field service engineer (fse) traveled to the facility to assess the unit.